Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump operated as expected. Mmdg was unable to duplicate the complaint through multiple tests. The pump history was reviewed, and shows that the complaint occurred as reported. The most likely cause is a pcb issue, however, this was inspected and no failures were found. The cause of the complaint could not be identified. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump "over infused". It was set to deliver a 4ml dose of saline at 240ml/hr and then 3ml/hr of chemotherapy for 46 hours. Mmdg followed up with the initial reporter multiple times, who stated that the pump was set up and when they attempted to start the infusion the pump "froze". They hit the run/pause key several times, turned the pump off and back on and were able to start the infusion at this time. They placed the pump in a fanny pack and "within the hour" the patient reported the pump was alarming and the bag was empty. The patient was observed and discharged in stable condition. (B)(4).